Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not able to transmit via remote transmission. It was noted that both rf telemetry and inductive wand method were not working during a clinic visit. A device download was performed successfully. No further information is available.